Event description:
It was reported that the insulin gauge displayed amounts differently than expected, causing inconsistencies in cartridge fill amounts. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and was in the process of acquiring a new device.